Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was dislodged, had no capture at maximum output and no sensing at maximum sensitivity. The lead was initially turned off and was later repositioned and remains in use. No patient complications have been reported as a result of this event.